Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to another device. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical surveillance specialist (mss) was unable to reach the pt by phone. On the evening before, the pt reported that she felt shaky, disoriented and hungry. In response to the symptoms she tested her blood glucose and obtained blood glucose readings of "200 mg/dl" with the subject meter, "61 mg/dl" on her backup meter (rely-on), and "63 mg/dl" on a relative's meter (onetouch ultra) performed within mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30 mg/dl. The pt claimed she treated self with glucose tablets within 5-10 mins of obtaining the alleged inaccurate result with the subject meter. The cca noted that the pt is on an insulin pump. At the time of troubleshooting, the pt mentioned that her "sugars have been out of whack for 2 weeks" and feels that she may have been administering too much insulin as a result of an inaccurate result she may have obtained with the subject meter. It is not known when the pt had last tested with the subject meter prior to developing the symptoms, nor what action she took in response to the reading. At the time of troubleshooting, the cca walked the pt through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the pt. This complaint is being reported because the pt claims she may have obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.